Event description:
It was reported that during a lap. Chole procedure the device fired the first time and then fired an unformed clip and then jammed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). Antibackup; ratchet pawl. Evaluation summary- the analysis results for the el5ml device confirmed that the device was non-functional. The device was cycled and fired one partially formed clip. However, the jaws opened and closed as intended. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be worn out causing the anti-backup failure. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.